Event description:
It was reported that the patient underwent a device replacement due to lack of efficacy from their device after a car accident. There were no patient complications. The patient fully recovered.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block d10: concomitant product: model number/catalog number: 1201 serial number: (B)(6). Model/catalog description: tined lead unique identifier (UDI) #: (B)(4).